Manufacturer narrative:
(B)(4). A sample was not available for complaint analysis. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. An investigation was initiated identifying the following two probable root causes: incorrect line clearance and the improper handling of the needles in the packaging area. The following actions were proposed in the investigation: retraining of applicable assembly personnel regarding proper segregation of products in assembly areas. Reemphasis on correct line clearance practices between work orders. Instructions for use (IFU) will be modified to include an additional step that alerts the user to verify compatibility between the needles and the coaxial introducers as a preventive measure before each procedure.

Event description:
It was reported that the physician inserted the coaxial part of the needle into the lung but when they tried to push the needle through, it would not fit. It seemed as though there was a size difference. A 2nd needle had to be used. The physician had to do another pass into the lung and this caused the patient to have a haemothorax.